Event description:
It was reported that bd us cathena 22gx1.00in straight bc blood leaks out of control plug it was reported by customer that blood control isn't working and is bleeding back on patient and clinician. Verbatim: blood control isn't working and is bleeding back on patient and clinician.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the video. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. The reported lot number was manufactured before the action implementation date. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.